Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of unknown infection. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced fever, and hyponatremia. On an unknown date, the patient experienced low white blood cell count. On (B)(6) 2023, the patient was admitted to the hospital. It was reported that the patient had a fever, and was administered IV tazocin. It was reported that the patient was admitted to the intensive care unit due to a disseminated intravascular coagulation. On (B)(6) 2023, the patient's condition was stabilized and she was transferred to the ward. On (B)(6) 2023, the patient's hyponatremia and fever had subsided, and the white blood cell count was normal. On (B)(6) 2023, the patient's tubing was removed. It was reported by the physician that the patient's fever was due to the tubing. After multiple query attempts, the reason for the fever was unknown, no final diagnosis was available, however abbvie has conservatively chosen to report this event.